Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber using a prostate procedure, the output beam began to flash, then forward firing was observed at 17,327 joules of use. The fiber was replaced, however, was not recognized by the laser system due to missing gold contacts in the fiber's connector. The case was completed using an alternate procedure (turp). There was no report of injury.